Manufacturer narrative:
Retainer ring black customer returned pump for alleged cosmetic damage located at the battery tube found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, cracked case (battery tube), pillowing keypad overlay, cracked retainer, and minor scratches on lcd window. In summary, customers alleged cosmetic damage was confirmed at the battery tube by visual inspection where a cracked battery tube was noted. Additionally a cracked retainer ring was noted. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at back side from battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.